Event description:
It was reported that during a tibia plateau procedure, the tip of the reduction forceps small broke off. The broken piece was retrieved, which was confirmed by x-ray. The patient was unharmed. The broken tip is not available to return.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received in good condition with discoloring, not associated to the reported event. A review of device history record did not reveal any conditions that could have contributed to the reported event.